Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
It was reported that the core micro drill continued to run without user activation. There was no patient involvement and no adverse consequences as a result of this event.